Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event based on the info currently available. Furthermore, no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. A DHR review, including sterility, has been conducted. All paperwork appeared complete and accurate. No mfg issues were identified. The info provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." See MDR 1213643-2011-00104 and MDR 1213643-2011-00106 for info related to the other perfix plugs implanted in (B)(6) 2006.

Event description:
In (B)(6) 2006, the pt underwent perfix plug mesh implant x 3 for a left inguinal hernia repair. Since the time of implant, the pt is reported to have been experiencing pain and an infection in the area. The pt has been receiving antibiotics since the implant. It is reported that the pt will undergo surgery soon.